Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: found a cracked opa tank at the heater orifice. The fse replaced the opa tank assembly and tested the unit. The fse performed an empty cycle test. The unit met specifications.

Event description:
The customer alleged that the unit was leaking a "blue fluid" from the left front area of the unit, which was confirmed to be cidex opa. The customer stated that there were no injuries from event. An asp field service engineer (fse) went to the facility to assess the unit.